Manufacturer narrative:
(B)(4). The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure on (B)(6) 2015 was to treat a lesion located in the mid circumflex with 95% stenosis and no obvious calcification or tortuosity. Vessel sizing was done with intravascular ultrasound (ivus) which determined the diameter was 3.0mm. Pre-dilation was performed, reducing the stenosis to less than 40%. An unknown absorb scaffold was implanted. Post-dilatation was performed with a 3.0 non-compliant balloon with the final residual stenosis less than 10%. Imaging was performed to confirm the absorb scaffold was fully apposed to the vessel wall. The patient was placed on dual anti-platelet therapy (dapt) consisting of aspirin and ticagrelor for 12 months and then aspirin. On (B)(6) 2017, the patient came in for a 25 month follow-up angiography and a 90% restenosis was found in the absorb; however, the patient had no angina. The restenosis was treated with the implantation of a drug eluting stent with good results. The final patient outcome was good. The patient was placed on ticagrelor for 12 months and the patient left the hospital the same day. No additional information was provided.

Manufacturer narrative:
(B)(4). UDI#: in the absence of a reported part number, the UDI cannot be calculated. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The reported patient effects of restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Additional information received: during the index procedure, imaging was performed with intravascular ultrasound to confirm that the scaffold was fully apposed to the vessel wall.